Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged. During device functioning, the all the holes were tested and no problem was found.

Event description:
On 12/7/2021, it was reported by a sales representative via email that an 3012-003 proximal humeral plate is defective. The locking screws are easily driven right through the plate. This was discovered during an unspecified time. Additional information requested.